Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that there had been a lead warning on the right ventricular (rv) lead for low impedance and that there was possible oversensing during interrogation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.